Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Customer was in bed with the pump when the touch screen became shattered. Customer was unable to interact or read the touch screen due to the damage. Customer's blood glucose was 113 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.